Event description:
The report user facility received from the field indicated the optease filter was placed in the inferior vena cava via a right femoral approach. The filter was placed at the l3-l4 level. Upon final deployment, films were taken to verify filter placement, and the filter was noted to be upside down at the l3-l4 level. Subsequently, seventeen days later, the field was notified by the account that the pt had experienced a pulmonary embolism and chest x-rays at the time showed the filter had migrated to the tricuspid valve at the right atrium, where the superior vena cava meets the heart. The filter retrieval hook was at the tricuspid valve, resting against the wall of the atrium. The following day, attempts were made to retrieve the filter with an amplatz snare via a right jugular approach, but were unsuccessful. Further eval as to the specific course of action is being considered.